Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with ceftazidime injection (500 mg, once daily, and route not reported) and vancomycin injection (500 mg, every 5 days and route not reported) for peritonitis. At the time of this report, antibiotic treatment was discontinued and the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.